Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer's blood glucose level had been elevated over the past month (over 600 mg/dl) with a high level of ketones. Insulin injections were administered to address the high bg level. The customer thought that the pump was the cause of the high bgs. The customer reverted to using a non-tandem pump to manage diabetes. The customer's bg level was back in range and the ketones had cleared. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the high bg level.